Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to high/undefined impedance on the svc coil of the right ventricular (rv) lead. No noise was observed. The lead is suspected to be fractured. Defibrillation threshold testing was performed and the plan is to send the patient for a lead revision. The lead remains in use. No patient complications have been reported as a result of this event.